Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (B)(4). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 24-oct-2019 and inspection of the unit was performed on 29-oct-2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, distal cap/ case cracked, right /left angulation knob play, left angulation decreased, down angulation decreased, right angulation decreased, up/ down angulation knob play, passed dry leak test, passed wet leak test, bending rubber glue severe discoloration, bending rubber severe discoloration, up angulation decreased, air/ water socket cylinder o-ring chipped, operation channel- primary mild resistance, light carrying bundle distal cover glass middle scratched, prism scratched, air/ water socket cylinder residue deposit, distal cap - fixed type distal tip upgrade. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: bending rubber, o-ring(0.5x1.3), distal case/cap, deflector body link. The video duodenoscope is was approved by final qc on 13-nov-2019 and was delivered to the customer on (B)(6) 2019 under delivery order (B)(4).